Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. No unexpected alarms were noted. The pump was received with minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient thinks their blood glucose level was over 200 mg/dl at the time of the incident. The customer stated that they were standing by the pool and was being splashed by water. The customer stated that their insulin pump did get wet. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.